Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) indicates error 115 (communication error) occurred, system shutdown. The device was replaced to be safe. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse performed a run in-house but could not reproduce the problem. Replaced the executive processor board, backplane board and coil cord according to the manual. After replacement, each operation was checked and the results were good when running. Parts were received with a reported failure of a shutdown during treatment. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure or errors confirmed for any parts. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. Probable cause of the failure mode ¿shutdown - unexpected unspecified¿ for executive processor board is "component reliability or external force to connector pins", backplane board is "excessive stress or fatigue" and coiled cord is "excessive stress or fatigue".

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a